Manufacturer narrative:
Date of event: (B)(6) 2016 .

Event description:
The customer reported that the unit went ventilator inoperative with error code message machine and proximal pressure sensors failed when powered on. The customer reported there was no patient involvement.